Manufacturer narrative:
Additional mdrs associated with this article: 3025141-2019-00500: case 1; 3025141-2019-00501: case 2; 3025141-2019-00503: case 4.

Event description:
Article: fixation of proximal humeral fractures with the polarus nail, rajasekhar, c. Frcs; ray, p.s., mch; bhamra, m.s., frcs, chm; j shoulder elbow surg january/february 2001. Case 3: patient experienced avascular changes in humeral head following implantation of a polarus nail, resulting in pain and stiffness in the shoulder.